Manufacturer narrative:
The ferritin reagent lot number and expiration date were not provided. The iron gen.2 reagent lot number is 920576. The expiration date was not provided. The sample had sample clot alarms for other test results. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with the elecsys ferritin assay on a cobas e 801 analytical unit. Initial result: 5.22 ng/ml. 1st repeat result: 64.3 ng/ml. 2nd repeat result: 5.51 ng/ml. A questionable iron gen.2 result was also identified from the data provided: initial result: 13.2 umol/l. 1st repeat result: 3.17 umol/l. 2nd repeat result: 3.15 umol/l. Clarification regarding the system used for the iron gen.2 assay was requested but not provided.